Event description:
It was reported that during an adhesiolysis, the generator displayed error code 4. No pt consequence occurred.

Manufacturer narrative:
The service & repair site performed calibration and test that confirmed that the unit gave error 4 when it was put into the ready mode. To correct this, the service & repair ctr replaced the handpiece receptacle.